Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the driver was used to continue placing the screw and in its last turn the tip broke off. The site replaced it with another similar driver and used less torque to drive the screw in the remaining few millimeters. The cannulated screwdriver was the first to break while inserting a 7.5x50 mm screw into l5 on the patient¿s left utilizing a t handle to rotate the screw into position. There was noted to be a great audible and tactile bite as the surgeon rotated the screw into the pedicle. The pedicle was prepped with the navigated thoracic probe and navigated 6.5 mm awl tip tap. After removing the tip from the screw he used the other driver which broke after a quarter turn. That tip was recovered as well. There was no impact on patient outcome.